Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug via an implanted pump. The indication for pump use was non-malignant pain. The hcp was calling for MRI compatibility guidelines. The patient told the hcp that she had a drug in the pump but didn¿t have any information about it. The patient had also stated that it ¿doesn¿t work and had been turned off for a while, a year¿ and this was a concern for the hcp. Per the hcp, the patient was a difficult patient and refused to provide a managing healthcare provider. It was reviewed that they should have a company representative paged before the MRI to verify the status of the pump prior to the MRI. There were no patient symptoms reported. No further complications have been reported as a result of this event.